Event description:
This is filed as the clip (cds 10313405/(B)(4)) jumped while opening and closing. Although there was no adverse patient effect, a jumping clip in the left ventricle has the potential to cause or contribute to injury. It was reported that a mitraclip procedure was performed and one clip was implanted reducing the degenerative mitral regurgitation (mr) grade from 3-4 to 2-3. Another clip delivery system (cds 10313405/(B)(4)) was prepped for use. During prep and functionally testing the device, the clip jumped. As per the instructions for use, the cds was not curved more than 90 degrees during the functional test. Due to the limited number of devices available, the decision was made to use this device. During the procedure, the clip jumped while opening and closing, but the clip was able to be implanted reducing the mr grade from 2-3 to 1. There was no significant clinical delay in the procedure due to the device issue or adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant product: mitraclip system, steerable guide catheter, mitraclip (x1). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, additional information was received indicating that the second clip delivery system (cds 10313405/28) jumped to approximately 160 degrees when the clip was being closed. The clip was immediately relocked after the desired clip arm position was achieved. When the clip jumped, the lock lever was retracted a little over the blue line and the arm positioner was always set to neutral. Prior to the jumping of the clip, the cds (10313405/28) was noted to have an abnormal curve while the device was in the left atrium and left ventricle which resulted in a difficulty positioning the device. Once the clip jumped, the abnormal curve straightened; the abnormal curve resolved. There was no challenging anatomy, no resistance during the insertion or advancement of the cds into the steerable guide catheter, the cds handle was turned a half a turn, the stored torque was released and the cds shaft had been almost fully extended. No additional information was provided.

Manufacturer narrative:
(B)(4). As the clip delivery system (cds) was not returned for evaluation, the analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficult clip actuation/jumpiness prior to use are, but not limited to, procedural conditions/user technique during device preparation or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and closed smoothly without issue, and the cds shaft was not bent during the straightness inspection. There were no non-conformances issued for this lot that would have contributed to this complaint. A query of the electronic complaint handling database identified no other incidents reported from this lot. With respect to the procedural conditions/user technique, difficulty closing the clip/jumpiness may be influenced by device handling during preparation (such as unintended curves on the device, closing the clip in an unlocked state or not turning the arm positioner to neutral), resulting in increased tension on the device and/or damage to the internal components. The information provided in the case details stated that there were no curves on the device during functional inspection and the clip was immediately re-locked after the desired arm position is achieved. This suggests that the user performed the functional inspection steps according to the instructions for use. In this case, it is possible that there was increased tension on the device (due to handling or unintended curves applied to the system) during functional inspection which caused the clip to experience jumpiness upon closing; however, this cannot be confirmed. A definitive cause for the difficult to open during device preparation could not be determined. It was further reported that although difficulty actuating the clip during device preparation was noted, the decision was made to still use this device. During the procedure, the clip again jumped to approximately 160 degrees when it was being closed. Additionally, prior to the jumping of the clip, the cds was noted to have an abnormal curve while the device was in the left atrium and left ventricle which resulted in a difficulty positioning the device. In this case, it is possible that there was increased tension on the device due to a combination of device handling during preparation, the patient anatomy and curves on the device, such that the cds shaft became bent and therefore contributed to the difficulty positioning the cds and closing the clip during the procedure; however, this cannot be confirmed. During actuation, the actuator mandrel and coupler assembly travels up and down the delivery catheter and clip, so if the actuator assembly becomes bent, steering the device and actuating the clip may become difficult to impossible. It should be noted that the mitraclip instructions for use states that while performing system functional inspection, inspect all system parts including the clip to verify they are undamaged. Do not use device if damage is detected. Based on the information reviewed and without the device to examine, a definitive cause for the reported event cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.